Event description:
It was reported that the c-arm rotates by itself. No injury reported. A field engineer was dispatched to the site and determined that the c-arm rotation switch needed to be adjusted. Once this was completed the system was working as intended.